Manufacturer narrative:
The product was returned and a failure investigation was conducted by our engineering team, hose assessment is as follows: the heating pad was in a badly folded position on receipt. It does not appear to have been used flat or positioned on top of the area to be treated. The heating pad is not to be folded at all and should always be used in a flat position, this is indicated in the instruction booklet. The unit was not working upon receipt. No electrical testing is possible. Thermostat was open and closed as designed. The user also indicated she left the unit unattended on a recliner and when she returned she noticed or smelled or saw smoke in the living room. The instruction booklet states to not leave the product unattended. Both of these issues are described in the information booklet through warnings.

Event description:
The consurmer alleges that she left the heating pad on her recliner, then went to get a cup of coffee and when she sat down she noticed a part of her house was smokey. When she got up the heating pad burst into flames. She did not use the cover with the heating pad. She unplugged it and threw it out in the rain. A 4 yrs old recliner was damaged as well as a pillow.

Manufacturer narrative:
Device was not submitted to manufacturer.

Event description:
The consumer stated that she left the heating pad on her recliner, then went to get a cup of coffee and when she sat down, she noticed a part of her house was smokey. When she got up, the heating pad burst into flames. She did not use the cover with the heating pad. She unplugged it and threw it out in the rain. A 4 yrs. Old recliner was damaged as well as a pillow. She will forward photos to my email. She prefers (B)(4)/label because (B)(4) is not in there county. She is seeking compensation for her recliner and pillow and wants a refund for her heating pad.